Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the pump shut down unexpectedly, it could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. Customer reported blood glucose level was 184 (mg/dl). It was confirmed the customer was able to resume insulin delivery via the pump.